Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? No information. Did a piece of the needle fall into the patient? No information. If yes, was the needle piece removed, and how? N/a. Were x-rays taken to locate the needle piece(s)? N/a. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? N/a. Was there any additional tissue damage as a result of searching for the needle piece? N/a. What was the size of the needle used? Ctb-1, 36 mm. What was the size of the needle that broke off into the patient? The size of the broken piece is unknown. Was more than half the needle retained in the patient? No information. No further information will be provided."

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and barbed suture was used. The needle tip broke during use on the fascia. There were no adverse consequences to the patient.